Event description:
It is reported that the device was implanted in 2003. Pt reported with potential disassociated of articular surface. Device was revised post-op in 2004. During revision surgery, it was noted the hinge post extension was separated from the hinge post and the polyethylene articular surface had disassoicated. The hinge post was noted to be damaged and was exchanged with a custome one-piece hinge post/hinge post extension and a new polyethylene articular surface.